Manufacturer narrative:
(B)(4). The customer reported that the device did not deliver 4 or 5 shocks to a pt. The involved pt died but the customer stated that device behavior did not impact pt outcome. The device was not evaluated by philips. The biomed at the customer evaluated the device and could not reproduce the reported symptom. It was determined that the device had displayed a 'no shock delivered' message at the time of the event. The 'no shock delivered' message is generated in situations where there is out of range high impedance. The device was functioning as designed and there was no malfunction. This was a use issue related to customer understanding of situations causing out of range high impedance that generate this on-screen message. Information was provided to the customer to resolve the issue.

Event description:
The customer reported that the device did not deliver 4 or 5 shocks to a pt .